Event description:
It was reported that the patient presented in the hospital after receiving several inappropriate therapies. The device was in backup vvi mode. Loss of telemetry and loss of capture were observed while trying to retrieve data. After uploading the software, device function was restored and measurements were all normal, but the physician elected to explant and replace the device.

Manufacturer narrative:
No medwatch form was received. The reported field event of backup vvi mode and inappropriate therapies could not be confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported field event could not be determined.